Event description:
It was reported that doctor was performing a meniscal suture surgery using the fast-fix 360 product, the first needle was deployed while the second needle was not deployed after punctured. T1 was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment showed the depth limiter has been removed from the device. There are no sutures or ts on the insertion needle but were returned. Examination of the construct showed the distal end of t1 has been broken off, t2 and the suture shows no abnormalities. The needle is bent. No root cause related to the manufacturing process can be established.